Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 421 mg/dl. The customer was treated with manual injection. The troubleshooting was performed. The customer was advised to rewind the insulin pump, reinsert reservoir into insulin pump and run manual prime to at least 5.3 units. The customer stated that the insulin pump did not alarm no delivery. The customer was advised the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.